Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Addition information received indicates upon exploration of the system it was found that there was a break in the lead. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.